Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The product was used off-label not according to the information for use. No lot number or product evaluation sample is available, a detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional patient/event information was requested but not received at the time of this report. Should additional information become available, a follow-up report will be submitted. There is one additional complaint associated with this serious injury, a separate FDA form 3500a has been generated to address each device. Reported to the FDA on: march 7, 2016. (B)(4).

Event description:
A nurse reported that a groin wound was dressed with fifteen (15) aquacel extra dressings. Two (2) dressings were left in the wound which resulted in the patient having to be operated on to have the dressings removed. The patient has since been discharged from the hospital.